Event description:
The implantable neurostimulator (ins) was implanted in the chest. The ins was repositioned because it ¿has broke loose,¿ came out of the pocket, and was moving all around in the chest. The ins was going to break through the skin and the patient didn¿t want that to happen. The ins was repositioned and worked well. The patient¿s health care provider (hcp)confirmed that the battery pack came free from the fascial pocket causing ulceration in skin. On (B)(6) 2014, the battery was repositioned within the pocket, did not explant. It was unknown if the cause was device related. The patient recovered without permanent impairment. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3987a, lot # n096219, implanted: (B)(6) 2007, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).